Manufacturer narrative:
Insulin pump was received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test or verify unexpected restart alarm, battery out limit alarm, weak battery alarm, watchdog timeout alarm, and external error alarm due to blank display. Insulin pump was received with moisture damage motor, vibrator, keypad, and battery tube assembly. Unit was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarm unexpected restart. In the alarm history weak battery, battery out limit, unexpected restart, external error, and watchdog timeout alarms were found. Customer's blood glucose level was 212 mg/dl. The insulin pump was exposed to moisture. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.